Event description:
Customer said they were unable to remove their saalt cup by themselves, and chose to seek medical attention to have their cup removed. Saalt asked how long the cup had been inserted before the customer attempted their cup, how long they had been attempting to remove it, what resources they used, additional personal information, and some information about their cup lot number. The customer responded providing date of birth, address, cup lot number, and told saalt that they had consulted with saalt's online resources before seeking medical attention to have the cup removed. The customer did not say how long the cup had been inserted before attempting to remove it, nor did they include how long they had attempted before deciding to seek medical attention. Saalt issued a refund to the customer for the purchase of their cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."